Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on (B)(6) 2014, the patient had a surgery of the anterior fusion due to the pseudarthrosis after degenerative spondylolisthesis. When the surgeon tried to insert the cancellous bone locking screw to fix a plate at l3 to l4, the screw was broken due to the patients hard bone. The surgeon did not do both tapping and drilling, because the screw was inserted partly. All of the other screws were inserted without any problem, since the tapping was performed. There was residual material on the patients body. There was no excessive operative duration. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition. The part was received and the investigation is ongoing. Placeholder.

Manufacturer narrative:
The visual inspection of the returned device by the complaint handling unit revealed the screw has a broken distal working tip. The tip is also missing threads since the tip was sheared off. Overall, the screw looks brand new with no signs of wear and tear. The screw was manufactured in september 2012 according to specifications. The investigation has shown that the screw was broken on the distal working end. Visually we can see the thread was sheared off. This is indicative of the most probable root cause is lack of preparation of the screw hole, which caused the screw to break during insertion as mentioned in the complaint.